Manufacturer narrative:
The impella 2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) female patient had impella 2.5 pump inserted in the right axillary for an unknown indication. It was reported that the patient developed limb ischemia during impella support. As a result, bypass was performed with the ECMO circuit, a reverse sheath was inserted in the brachial artery. No further information was provided.